Manufacturer narrative:
The user reported the following complaint issue: 'needle bent and then broke'. Additional info regarding the procedure was received as follows: "the customer did the ebus procedure but had very difficult angled scope position for doing the fna puncture with our needle. Due to angled position needle came out of the working channel with a bend following the scope position; they had difficulties to get the needle into desired mass; they took the needle out and tried again but were unsuccessful; the same difficulty was with a 2nd needle. To be honest I do not know if it was 1st or 2nd needle where tip broke off (at least both needles were sent back with this complaint). With a 3rd needle from us they finished the procedure successfully and got finally enough cell material for diagnosis. During the procedure they realized that a part of the needle broke off and was in the lumen of the bronchial system; with a retrieval forceps they took this part out of the pt without any damage to pt or scope." It may be noted that the second echo device used during this procedure has been logged under pr82957. There were no echo-hd-22-ebus-p (echo) devices of lot # c886338 in stock at the time of the complaint investigation. One echo device of unk lot # was returned for eval. This device was not returned in the original packaging and was open on receipt. It may be noted that this device was returned in the same packaging as the echo device involved in pr82957 and also a broken piece of needle packaged in a separate container. Upon eval of this echo device it was possible to advance/retract the needle. The needle extension was examined and confirmed broken at the distal end. Exam under a microscope confirmed the broken piece of needle also returned corresponded with the distal needle end of this echo device. The broken needle piece returned was confirmed to be the distal needle tip of this echo device. The needle piece measured approx. 1.4 cm. This needle was confirmed to have broken at the dimpled pattern. The dimples of this needle piece were examined and confirmed to be within specification. The lab eval of the needle piece and returned echo device could not determine a possible cause for this needle breakage. No issues noted from the analysis that could have contributed to this needle breakage. The complaint info provided indicated the procedure involved was a difficult procedure. The endoscope was confirmed to be in a difficult angled position. The area being sampled was a hard mass and the user experienced difficulty penetrating the mass. The complaint info received indicated a bend was observed on the needle after the first pass; the needle was subsequently used unsuccessfully for another pass. From the complaint info provided a possible cause of this needle breakage may be attributed to the needle bending. The tortuous conditions as provided for in the complaint details and the difficulty with sampling the hard mass possibly contributed to the needle bending. As the needle was used for subsequent passes this bending may have resulted in a needle breakage. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state the conditions of device usage could not be replicated during the lab eval. It is therefore not possible to conclusively state the root cause of this complaint. It may be noted that the broken needle piece involved in this complaint was retrieved with a biopsy forceps without issue. No adverse effects to the pt were reported as a result of this incident. All parts of the needle of this echo device were accounted for during the lab eval. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the relevant mfg records for this echo device did not reveal a discrepancy that could have contributed to this complaint issue. No corrective action is warranted at this time. This event did not impact the pt or user. The overall risk associated with this incident has been assessed and determined to be low. The 2 yr complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. A health risk assessment was carried out to assess the risk of needle breakage across the echo product family and was determined to be low risk. A health risk assessment specific to needle breakage across the ebus product family has also been generated and has been determined to be low risk. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Difficult situation segment 4l; very hard tissue, the needle was bent; maybe bent again and then broke. Due to angled position needle came out of the working channel with a bend following the scope position; they had difficulties to get the needle into desired mass; they took the needle out and tried it again but were not successful; the same difficulty was with a 2nd needle. With a 3rd needle from us they finished the procedure successfully and got finally enough cell material for diagnosis. During the procedure they realized that a part of the needle broke off and was in the lumen of the bronchial system; with a retrieval forceps they took this part out of the pt without any damage to pt or scope. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence - biopsy forceps to take the tip of the needle out of the body (no problem). According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.